Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the visera elite ii video system center displayed a color bar after connecting the camera head, the "touch panel not functioning", and a "blackout of touch panel" during a laparascopic procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, no image was found on the dvi (digital video interface), caused by a faulty dp (printed circuit) board. The reported problem of color bars displayed after connecting the camera head to the device could not be confirmed. In addition, minor dust was found inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.